Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and perforated. Repositioning was attempted twice, however, after the lead dislodge a second time causing diaphragmatic nerve stimulation, the lead was explanted and replaced with a new lead. No further patient complications have been reported as a result of this event.